Event description:
It was reported that this implantable pulse generator (pacemaker) has migrated. The device is currently close to the patient collarbone and the device keeps moving constantly with the patient's movements. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported.